Event description:
Complainant alleged that while attempting to monitor a 67-year-old female patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2022-04023 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.